Event description:
Using 6 cortical bone screws (4.5-3.5 mm dia), the doctor applied a pediatric rail and two clamps for a femoral lengthening (30mm). The first distal bone screw broke during insertion; a portion of the screw remained in the patient's bone. The position of the fixator was modified in order to insert two proximal bone screws and three distal bone screws. Eight days after surgery, the patient reported pain in their leg. New x-ray revealed a loss of reduction and the bending of two proximal and one distal screws. Information was lacking regarding the possibility of the patient having fallen. A second surgery was performed and four cortical screws (proximal and distal, 2 each) were replaced (6/5mm diam). The patient is healing as desired.